Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump showed upstream occlusion but the alarm was not beeping during therapy. There was no information describing a specific adverse event/serious injury and no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the device was able to properly detect an upstream occlusion but the alarm was inaudible. A review of the event history log revealed 'upstream occlusion' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition 'alarm not beeping' was verified. The cause of the condition was determined to be the rear case failure. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.